Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not working anymore was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of heat identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (b(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearing of the attachment device was damaged, and the device generated heat. It was further determined that the device failed pretest for temperature assessments. It was noted in the service order that the device did not work anymore. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.